Event description:
Telemetry confirmed a pump motor stall with no recovery following an MRI or other medical procedure. It was noted that the patient had a very low flow rate. They planned to recheck the pump in approximately 20 minutes. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).